Manufacturer narrative:
The actual sample was not returned. Samples from the same lot were evaluated and no defects or damage were found. Manual 90 degree bend testing was performed and all samples passed the bend test. A review of the lot history found all manufacturing procedures and specifications were met. No needle breakage problems were detected at the time of manufacture and no other reports have been received against this lot. Co is unable to determine the actual sample. If the sample is returned, co will reopen this file.

Event description:
Customer reports, on 05/29/97 an ob/gyn physician broke the t-19 needle in question while closing the fascia following a diagnostic laparoscopy on one of his patients. The needle was retrieved and no patient injury was reported. However, a delay in surgery of approximately 45 minutes to one hour was experienced due to the needle breaking. Fluoroscopy, x-ray and incision enlargement were necessitated to locate and retrieve the broken needle.